Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical united kingdom. The customer's report was duplicated and the high voltage capacitor was replaced to remedy the report. The sound heard at the time of the event was the capacitor clicking and was related to the customer's report and the high voltage capacitor. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification and an arc was heard coming from the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.